Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion set was accidentally pulled out during use due to the tubing catching on something event on 11 mar 2026. The blood glucose level was high and the patient was treated with correction bolus via pump. The customer replaced the infusion set and successfully resumed insulin delivery.